Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the implant went from showing a full battery to the elective replacement indicator (eri) in about two months. It was unknown what led to the issue. The consumer was redirected to their healthcare provider (hcp).